Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was incorrect temporarily but the issue resolved "on its own". The customer was unsure why the time was incorrect. Blood glucose level was 111 mg/dl. No additional information was provided.